Event description:
Device placed in pt laparascopically with another tube feeding device. T-fasteners were placed in 2000. Five days later, the t-fasteners were missing. Rptr is unsure if the t-fasteners were deployed early or were accidently cut early. The rptr suspects that the t-fasteners were removed prematurely. Rptr is unsure which kit the t-fasteners are in reference to. Tube migrated into the peritoneum resulting in peritonitis. Surgery was required to replace the tube and to clean the peritoneum. One pt involved.